Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 25 occurred. The customer does not remember if the issue impacted their blood glucose level. The customer was able to load a new cartridge.